Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered in the pump basal rate incorrectly. Reportedly, the customer entered a basal rate of 5 units of insulin per hour instead of 0.5 units of insulin per hour. Subsequently, customer's blood glucose level dropped to 45 mg/dl. Customer addressed low bg levels with glucose tablets. Reportedly, customer's bg level returned to target and the pump basal rate was adjusted.